Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022 the operator found that the poor sealing between the PICC catheter and the heparin cap caused fluid leakage. No other information was provided.